Event description:
Pt treated with wit on 05/23/2000 and catheterized as per normal procedure with a foley catheter. Pt admitted to hosp complaining of fever and right scrotal pain. Diagnosis of right epididymitis, with right hydrocele. Treated w/IV imipenem for two weeks. Fever and swelling resolved, and pt was discharged on by mouth augmentin. At the time of discharge, pt still had burning, with presence of rbc's and wbc's in urine. Pt seen by the dr on 06/30/2000 for follow-up. Pt was afebrile with right hydrocele and resolving epididymitis. Pt stated that pt is urinating well. Dr thinks this is probably related to the catheterization, not the procedure. Dr further explained that dr thinks the presence of rbc's and wbc's in the pt's urine is related to the tissue sloughing post-wit, and not indicative of an infection. No long term sequelae are expected.